Event description:
A malfunction known as "malf 12" was reported, related to a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump because the charging pad was unavailable, and they planned to call back later to complete the pump reset.